Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A 2.0mm ti curved sagittal split plate broke 6 months post-operative. Patient had healed and there was no need for revision.